Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a fall, can feel every heartbeat, and are also hiccupping and burping. They also mentioned that they feel winded and don't know if the pacing leads are causing diaphragmatic stimulation. The implantable pulse generator (ipg) was reprogrammed and the pacing leads remain in use. No further patient complications have been reported as a result of this event.